Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken (B)(6) 2018 wherein a deeper pocket was created which resolved the issue.

Event description:
It was reported that this issue has since resolved.